Manufacturer narrative:
Reported event: an event regarding revision involving a patient specific, proximal tibia, bushing was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate device was dispatched for delivery with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is planned to be revised. The reason for revision was not reported. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name# smiles knee bushes standard; cat# smbpr02 ; lot# 1570. Device name# smiles knee axle standard ; cat# smax02 ; lot# 1675. Device name# short tibial bearing mk3 - std; cat# smmltb02-mk3 ; lot# 1566. Device name# unknown circlip ; cat# unknown; lot# 1824. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Full rebush pack required. Bushes, bumper pad, circlip, tibial bearing & yoke. Size - standard. Construct is a custom proximal 1/3 tibia with smiles knee, left side.